Manufacturer narrative:
Product complaint # (B)(4). H6 investigation summary: service and repair evaluation: the customer reported ¿it was reported that the powered driver does not work at all. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided.¿ the repair technician reported of discolored/fading wire, foreign substance/debris/cleaning/sterilization on protector/shield, motor, housing, corrosion/rusting/pitting on motor, plate, device did not function. The cause of the issue is improper maintenance. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part # 05.000.008, synthes lot # 008564, supplier lot # 008564, release to warehouse date: 11 feb 2011, expiration date: na, supplier : (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that the powered driver does not work at all. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided.